Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication was pulled by overridden. A technical support specialist closed the ticket, since the facility will no longer be serviced. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported when using the bd pyxis¿ medbank tower did allow general medications by overridden function for emergency nurses. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medbank es system did allow general medications by overridden function for emergency nurses. There were no adverse events or injuries reported based on this event.